Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint cannot be confirmed as no evidence of the failure was received. One unpackaged ar-3632sp-1 batch 15395306 was received for evaluation. Visual inspection of the returned inserter revealed no damage, such as a bent shaft, a detached shaft from the handle, or broken parts. Functional testing was performed by gently pulling the inserter and checking for any issues. It was noted that the inserter is perfectly attached to the handle and not moving. No problem found with the returned device.

Event description:
***Update, khe, 28-oct-2025. Further information received with the incoming delivery document. It was reported that the anchor was torn out during placement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the suture pulled out and did not hold. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.